Event description:
It was reported that a stent was partially deployed in the left iliac artery when the deployment mechanism broke. Stent fracture occurred upon the attempt to remove the delivery system and the partially deployed stent from the pt. No report of pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specs. No add'l complaint has been previously reported for lot number affected. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. Based on the eval results, it is confirmed that the stent fractured during the procedure. A mid section of the stent was returned as a separate piece. Based on the info provided, it should be the distal section of the stent that fractured and the proximal section of the stent should be part of the sample return. However, the delivery system including grip was found fully activated and in good condition (fully functioning). Potential product and non product related factors which may have contributed to the reported issue have been considered. As a result of the investigation performed, the complaint is closed with inconclusive results because the delivery system was found fully functioning and the event description did not match the sample returned. In reviewing the labeling supplied with this product, it was found that the instructions for use (IFU) sufficiently address the potential risk. The instructions for use (IFU) states: "initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position...the thumbwheel is designed to initially deploy the stent distal end a minimum of 1 cm. Final stent deployment is achieved by using the deployment lever...while maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end".